Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to the channel tube being detached the water tightness was lost, due to the channel tube being crushed the tube cleaning brush could not be inserted, due to damage on the charged coupled device unit an e216 scope communication error occurred, due to damage on the insertion tube rotation ring the connecting tube did not rotate smoothly, the bending section cover had a cut, the bending tube was damaged, and due to damage on the connecting tube the connection between the bending section and second bending section was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchovideoscope had image loss during examination if the distal end was touched. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that circuit board by water invasion of the device such as short circuit. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received indicating the diagnostic procedure was completed with the same device. There was a delay in the examination, but there was no deterioration of health to the patient. As this occurred during a procedure, the patient was under sedation. There was no patient harm or injury.